Event description:
Reporter noted possible failure of phacoemulsifier tip, not enough fluid flowing to cool tip. Changed tip to complete case. Corneal burn occurred so incision was closed and a second site was opened.